Event description:
During last follow-up, the physician observed several noisy episodes on the ventricular channel. Ventricular impedance and capture were normal. The noise was reproducible with movement of the shoulder and pectoral stimulation was also observed. A re-intervention was performed and the physician decided to abandon and capped the subject lead. A new lead has been implanted.

Event description:
During last follow-up, the physician observed 66 noise episodes on ventricular channel. Ventricular impedance and capture are normal. This noise was reproducible with movement of the shoulder and it was observed also pectoral stimulation. A re-intervention was performed and the physician decided to abandon and capped the subject lead. A new lead has been implanted.